Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008t machine with a reported uf pump alarm that occurred during patient treatment. The res could not duplicate the reported issue. Machine functional tests were completed and passed on site after repair. The patient on the machine at the time of the event was able to complete treatment on the same machine and did not experience any adverse effects, blood loss, or require any medical intervention as a result of this incident. The machine has returned to service without further issues. Additional information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: a fresenius regional equipment specialist (res) performed an onsite investigation for a reported uf pump alarm received during a patient's treatment. The res could not duplicate the reported issue. The machine passed functional tests and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.